Manufacturer narrative:
This report is for an unknown screw/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary: this report complaint not be completed; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of locking compression plate (lcp) extra-articular distal humerus plate along with cortex screws and locking screws due to nonunion. It was revised with variable angle locking compression plate (va-lcp) extended medial distal humerus plate and variable angle locking compression plate (va-lcp) posterolateral distal humerus plate with lateral support. It was further reported that there were three lag screws independent of the plate and there was a secondary fracture (fx). The procedure was successfully completed with no surgical delay. Patient status is unknown. Concomitant device reported: locking compression plate (lcp) extra-articular distal humerus plate (part # 02.104.010, lot # unknown, quantity 1), unk - screws: cortex: trauma (part # unknown, lot # unknown, quantity unknown), unk - screws: locking: trauma (part # unknown, lot # unknown, quantity unknown). This complaint involves five (5) devices. This report is for one (1) unk - screws: trauma. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The implant(s) was not returned, and the investigation will be completed based on the supplied image(s) from the attachments (1 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed, and the complaint condition for migration could not be confirmed as the image showed no signs on migration as the screws are still flush with the plate. Additionally, there are three independent lag screws independent of the plate and showed no signs of migration either (also the same conclusion ¿(B)(4) additional information received from sales consultant 26jul2019¿). As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. The complaint is unconfirmed for this part as no issues were observed.. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.